Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt experienced pain and facial stimulation at a routine programming session. The pts maps were changed to alleviate these issues. However, the symptoms returned. The pain is said to be present 24 hours a day and frequently wakes her from her sleep. The pain is present with the processor on and off and the external devices have been swapped out. She also reports a twitching feeling when the processor is on and off. She has been advised to consult with her implanting surgeon and stop wearing her external devices for the time being. There has been no trauma or med/medication changes. All in situ measurements showed a fully functional device. A CT scan was planned to be performed, but has no been accomplished by (B)(6) 2014. As per info received on july 31, 2014, a new map was created which was a softer map and a "flat" configuration. The pt reported no changes in the pain or tugging sensation with the newly created map. A revision surgery is planned. Info received on august 19, 2014 stated that the pt is scheduled for revision surgery on (B)(6) 2014.